Event description:
The customer reported to customer service that after using the breast pump for approximately 10 weeks with 27mm breast shields, she recently began experiencing an allergic reaction to the material in the shields. She visited a dermatologist. She has a known allergy to latex.

Manufacturer narrative:
In follow up with the customer, she indicated that she began using the breast pump with the 27 mm breast on (B)(6) 2012 and immediately started having problems with an allergic reaction (itching and rash only on her nipples - not on the entire area of skin that comes in contact with the breast shields). She visited a dermatologist who diagnosed her with dermatitis/eczema from a reaction to the breast shields. He prescribed a steroid topical ointment but she stopped using it because she didn't want her baby to be affected by it. She switched the soap that she was using to clean the breast shields, but that did not resolve her issue. She has a known latex allergy which an internist thought could be related. She has since stopped breast feeding and her issue has resolved. The breast shields were returned by the customer. A visual examination revealed no unusual odors, residues or substances. The breast shields are molded from polypropylene and have passed testing per 21 cfr 177.1520 "indirect food additives: polymers-olefin polymers-polypropylene," iso 10993-5, "biological evaluation of medical devices - tests for vitro cytotoxicity," and iso 10993-10, "biological evaluation of medical devices - tests for irritation and skin sensitization." Based on the low complaint rate for reported issues with allergic reactions to the breast shields, we will monitor complaints for this issue.